Manufacturer narrative:
H.6. Investigation summary a device history record review was performed for provided lot number 1903224 and the review did not reveal any detected quality issue during the production process that could have contributed to this reported incident. Although picture samples were provided, our quality team was not able to sufficiently evaluate the reported defect through examination of the picture samples and therefore, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. The retained samples were all functionally tested for leakage and no defects were observed. Based on the investigation results, an exact cause for the reported incident could not be determined. It is possible that the incident resulted from damage to the plunger lip component which could occur during the manufacturing process of the assembly process. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends.

Event description:
It was reported that 96 bd¿ 20 ml syringes with needles experienced leakage during use. The following information was provided by the initial reporter: according to the prenatal diagnostic nurse's feedback, the 20ml syringes with batch number 1903224 (the article number was 301948) purchased by the prenatal diagnosis department had frequently shown failure to withdraw amniotic fluid and fluid leakage.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 96 bd¿ 20 ml syringes with needles experienced leakage during use. The following information was provided by the initial reporter: according to the prenatal diagnostic nurse's feedback, the 20ml syringes with batch number 1903224 (the article number was 301948) purchased by the prenatal diagnosis department had frequently shown failure to withdraw amniotic fluid and fluid leakage.